Manufacturer narrative:
Based on the information received by the service department. The customer reported that one cable was defective, and the customer fixed the issue. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility

Event description:
A user facility reported to olympus that evis exera iii video system center does not display an image. The monitor shows "no signal" and the mobile tower on this monitor showed no problems. There was no harm, infection or user injury reported due to the event.

Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation, a conclusive root cause was not identified. The investigation presumed that the monitor was broken, and the connection with the monitor was not appropriate. Therefore, it is possible that ¿no signal¿ was displayed because there was no video signal input to the monitor. Olympus will continue to monitor field performance of this device.